Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional info will be submitted upon 30 days of receipt.

Event description:
The surgeon stated that the vista brite tip guiding catheter cracked at the shaft, during prep. It was noted that the product was carefully and safely removed from the packaging. The procedure was carried out by using another device.